Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Two different implant dates were reported to the manufacturer ((B)(6) 2009). The manufacturer is unable to confirm the implant date at this time without medical records, therefore the manufacturer is providing both dates as the potential implant date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pain and difficulties did not subside. Reportedly, the patient suffers from chronic pain syndrome, neck pain, herniated bulging discs, bulging discs, and obstruction of her airway.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a c4-c7 anterior cervical discectomy and fusion with placement of stryker peek interbody cage at c4-c7, stryker reflex hybrid plate, rhbmp-2/acs, and genex with morsellized autograft for fusion material. It was reported that the patient developed injuries.